Event description:
It was reported that pump experienced malfunction alarm after customer repeatedly wore pump through airport x-ray and full body scanners, and customer stated that blood glucose rose above 500 mg/dl. Customer impact beyond elevated blood glucose level was not described, and no additional clinical outcome details were provided. Technical support confirmed malfunction code was resettable, provided instructions for pump reset for customer to perform and call back if issue recurred, attempted follow-up by text message.